Manufacturer narrative:
Biotene is manufactured in (B)(4), in the united states. The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence or trench mouth in a (B)(6) male pt who received lactoperoxidase + lysozyme (biotene moisturizing mouth spray) for an unk drug indication. A physician or other health care professional has not verified this report. The pt's past medical history included cancer (reported as five years ago). Concurrent medical conditions included decreased saliva production of 10% and hypersensitivity to mint. On the night of (B)(6) 2013, the pt started lactoperoxidase + lysozyme. At an unk time after starting lactoperoxidase + lysozyme, the pt experienced trench mouth, mouth pain, nonspecific reaction reported as "bad reaction," swollen tongue, mouth swollen, infection in mouth, tongue inflammation, tongue disorder,reported as red spores on tongue, chemical burn, burning oral sensation and sore throat. This case was assessed as medically serious by gsk. Treatment with lactoperoxidase + lysozyme was discontinued. At the time of reporting, the events were unresolved. The caller reported that he used biotene moisturizing mouth spray last night ((B)(6) 2013).